Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, "adjust" messages) has been confirmed. Upon investigation, the cable connecting ECG c and ECG d was pulled from the strain relief, damaging trunk cable connector j704 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and was causing excessive "adjust belt' messages.